Event description:
It was reported that the bd ultra fine¿ mini pen needle was difficult to operate while trying to prime insulin. The following information was provided by the initial reporter: "consumer stated, she is wasting insulin trying to prime stated, sometimes she will get a "steam" that comes out or "drops". If she gets "drops", she will discard the pen needle and try again until she gets a "steam" stated, its happened with the box she is reporting today and with boxes she's used in the past".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.